Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2014 with the following findings: the audio bolus button cover is intact with no damage. The audio bolus button is intermittently responding to user presses. Investigators removed the button cover to investigate and contamination was observed under the button cover. The display screen has a pinkish contrast; the screen is still able to be read. The battery compartment is cracked near the threads and case seal; the returned cap was able to secure to the pump and was used to complete all testing. Damage to the pump case was observed between the upper right corner of the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.